Event description:
Patient was revised due to osteolysis. Update: medwatch report (#(B)(4)) has been received from the hospital. Report states that patient had revision of left total hip arthroplasty due to asr recalled implant. It also notes that patient had elevated inr levels and fluid collection on MRI with failure due to wear.

Event description:
Patient was revised due to osteolysis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Depuy still considers this investigation closed.